Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter body leak in strain relief ¿ transiting tubing region. Analysis found the leaking coming from the transition tubing and strain relief during pressure testing. Analysis found damage to the retaining fingers and a slight tear in the seal material near the guide ring. Analysis found separation on the pet braiding and catheter inner lumen after the analysis lab cut open the strain relief and transiting tubing. Conclusion applies to the 8637-20 pump. Conclusion applies to the 8780 catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl, bupivacaine and baclofen. The concentration and dose were request but not provided. It was initially reported that the patient experienced an infection; however additional information received reported the pump eroded through the skin and was not infected. The pump was explanted on (B)(6) 2015. The other medications (oral, etc.) The patient was taking at the time of event included flexeril, oxycodone, roxicodone, zofran, zoloft, ativan, and pepcid. Pertinent medical history: nkda (no known drug allergies), non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the pump found no anomaly. Interrogation of the pump determined it was used to infuse fentanyl (1,000 mcg/ml at 183.5 mcg/day), bupivacaine (20.0 mg/ml at 3.671 mg/day)and baclofen (800.0 mcg/ml at 146.82 mcg/day).